Event description:
Customer reported a discrepancy in pump time display, with the difference being over five minutes. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurred, which the customer understood and acknowledged.